Event description:
The event involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where the customer reported that while connecting rituximab and commencing infusing droplets were noted to appear at the join below the blue chemolock connection. The event occurred during use on a patient. There was patient involvement, no adverse event, no one was harmed as a result of the reported event, and there was delay in therapy. Time of event is 11:00 am.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
One used. List# 011-cl3187, 17" was returned for evaluation. As received no physical damage were observed, no mating device was returned for evaluation. The set was tested as procedure and a leak between the chemolock and the shunt was confirmed. The mentioned bond was observed through uv light and incomplete insertion was observed. Complaint of leaks can be confirmed. The probable cause is due to incomplete insertion during manual process assembly. A device history lot# review could not be conducted because no lot number(s) was/were identified.